Manufacturer narrative:
Date of incident is estimated based on incident description and data provided by customer.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the customer complains about parameter po2(t) where patient values po2(t) were not displayed (message # 0476) on the abl800 flex plus analyzer (serial number (B)(6)). Comparison value of po2(t) is 79,3mmhg. Patient values of pco2, electrolytes and glucose /lactate did not match with the patients' condition. This is not a single incident; it happens repeatedly since first occurrence ((B)(6) 2026).